Event description:
Updated summary: based on latest information received, the pump battery cap metal contacts were not missing/damaged or corroded.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - replaced medical device problem code 2885 in place of 1260. 3. Section h7 - un checked recall box. 4. Section h9 - removed battery cap recall number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and found that the battery compartment was damaged. It was also found that the battery cap's metal contact missing/damaged. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, displacement test, and self-test due to critical pump error (open book). The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer call date that may have triggered the reason for concern. The baat tool recorded no events around the time of the customer's call to confirm alleged failed battery test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Moisture damage was found on electronic assembly, including pcb1, lcd flex connector gold traces, and motor force sensor gold traces. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, keypad overlay texture damage, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of failed battery test were not confirmed when the baat tool recorded no events to confirm the allegation. However, customer allegations of cracked case battery compartment were confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, unit was received with critical pump error (open book) caused by moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.